Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition throughout.